Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. Noise and oversensing were also observed, which resulted in inappropriate atrial tachy response (atr) episodes. The ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).